Manufacturer narrative:
The device was not received by depuy synthes. Once the device is received and the eval has been completed or if add'l info is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that "the hose does not contain oil and filter." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.